Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced the rubber stopper remain in tube (stopper/shield separation). The following information was provided by the initial reporter. The customer stated they experienced "stopper flip."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for improper assembly with the incident lot was observed. Bd determined the root cause for the cocked stopper to be improper assembly. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced the rubber stopper remain in tube (stopper/shield separation). The following information was provided by the initial reporter. The customer stated they experienced "stopper flip.".